Event description:
The customer contact reported a leak. The empty flexible container was filled at the compounding facility with normal saline and 18 million units of the penicillin gk for a total fill volume of 900 ml. It was reported that the filled flexible containers were shipped in insulated freezer boxes to prevent freezing of the drug solution. The customer contact reported that when the homecare patient opened the delivery carton, solution leaked from a hole in the seam between the additive port and the corner of the flexible container. The flexible container was not used by the patient. The flexible solution container was replaced with another container that the homecare patient had in stock, and the therapy was initiated as ordered. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.